Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the non-bsc stent placed just covered the proximal portion of the wire. There were failed attempts to reach the tip detached from the patient. The physician feels "the patient is protected" and is "back to normal life". The burr was spinning/rotating the rotawire guide wire, but this was because the rotalink plus device was in dynaglide mode to advance the burr into the vessel prior to the lesion. Further information confirmed that the 8fr jr4 mach1 guide catheter had disengaged from the vessel while trying to advance the burr catheter.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire break occurred. The eccentric progressive lesion was located in a mildly tortuous and moderately calcified right coronary artery (rca). When the 1.75mm rotalink plus was being introduced through the mach1 8fr jr4 guiding catheter over the 325cm rotawire floppy, the guide catheter "jumped". The physician continued advancing the 1.75mm rotalink plus burr in dynaglide. Resistance was encountered and the rotawire floppy guide wire broke. The burr and broken guide wire were removed. The broken portion of the guide wire was not retrieved from the rca. The physician then advanced a new rotawire floppy guide wire and burr to the lesion and performed ablation and a non bsc 3.5 x 18mm stent was placed in the ostium of the rca. No patient complications were reported and the patient's status is stable.